Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to go to acute care because they had an abscess that needed drainage, which was caused by infusion set site infection. The customer explained that they have many scars and it is hard for them to find an insertion site. The customer gets bent cannulas most of the time and the insertion sites get irritated and sore. The customer's blood glucose was 329 mg/dl. The customer stated that the insulin is not passing through the tubing. Troubleshooting was performed. There were numerous low reservoir alerts and a bad battery alert noted in the alarm history of the insulin pump. The customer stated that cannula was bent again. The insulin pump passed the high pressure test. The drive support cap was recessed. Found two tiny bubbles in the tubing. Nothing further was reported.